Event description:
It was reported that the same day post implant, the atrial impedance was high and undefined in unipolar and bipolar configurations, also no capture in either configuration, and the p waves were small. They brought the patient back to surgery and checked the connection. The physician unscrewed the setscrew and noticed right away that the setscrew was loose. The setscrew was re-tightened and the lead was tested with good numbers. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.